Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse spoke with operating room manager, who stated the system has been functioning normally with no additional errors since the initial issue was reported, and the system was power cycled. Customer stated they will continue using the system since the error has not recurred. Fse later confirmed error was pointing to universal surgical manipulator 2 (usm). Fse replaced usm2. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm has been returned and evaluated by the failure analysis (fa) team. The reported ¿32098¿ error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm underwent all relevant testing and passed within specification. Once testing was completed, the axes controller motor (acm) was inspected, and no faults could be identified. The probable root cause is due to an electrical component failure related to the acm printed circuit assembly.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered errors and disabling arm 2. The procedure was in progress at the time of the call. Customer stated they will not be unable to use the system for the next case because all four arms are required. Technical support engineer (tse) advised performing a hard power cycle after the current procedure concludes. Customer called back as they wanted to do a power cycle. Tse helped with the process and system powered on without error. The procedure was completing as planned with no reported injury.